Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the atrial lead exhibited loss of capture and sensing. The physician reprogrammed the device; no patient symptoms were reported. No additional information was reported.